Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed to power up. Device logs unobtainable due to the power up failure. Additional findings not related to the malfunction/issue include missing feet and cracks to the enclosure and screw bosses. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the re-evaluation of the device at the manufacturer's service center, the power up failure -internal battery issue could not be confirmed. The internal/detachable battery was replaced at no charge per lbl# 1155614 section 5.1.5. The customer requested no repairs to the additional findings not related to the malfunction/issue that include missing feet and cracks to the enclosure and screw bosses. The device passed all testing.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed to power up. Device logs unobtainable due to the power up failure. Additional findings not related to the malfunction/issue include missing feet and cracks to the enclosure and screw bosses. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.